Event description:
The event is reported as: during a practice demonstration with the ez blocker, it was very difficult to remove the peel away sheath as the paper around it was stuck inside and outside the sheath so that it could not peel apart. No report of a pt injury/involvement.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.